Manufacturer narrative:
Corrected data: upon further review of the initially reported event and photos provided, only the outer box was damaged and the outer box seal was broken. The reported bucket in the initial report refers to the seal on the outer box which is not a sterile barrier. Furthermore, there is no allegation against the sterile pouch which contains the intraocular lens. Therefore, this event does not meet the reportable malfunction criteria and is no longer considered a reportable malfunction. No further information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was received by the customer with a broken unit carton box and a damaged bucket that closes the box, compromising the sterility of the product. No further information received.